Event description:
It was reported that during an unspecified procedure, the camera head had blurred image. The procedure was completed with a similar camera head, with no surgical delay or patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The blurry image was due to a bad connector. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.